Event description:
It was reported that a patient using pico device on (B)(6) 2013 for an infection at the level of the right elbow had to have an additional surgery to remove fluid from the wound. On (B)(6) 2013, the bandage was observed to have limited fluid (size 2*2); there was no alarm related to a saturated bandaged; but on (B)(6) 2013 the wound dressing was opened by a nurse to reveal lots of fluid flowing from the wound. The wound edges were softening. The patient was admitted to the hospital again for an additional surgery.